Event description:
It was reported that there was a leak in the hose portion of a pneumatic drill. It is unk what substance leaked from the hose. It is also unk if this event occurred during a surgical procedure, or if there were any adverse consequences associated with this event. Attempts to obtain additional info from the user facility have been unsuccessful.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.